Manufacturer narrative:
Investigation conclusion: the customer reported that the tubing from the bag of the feeding set was leaking water into the valve-pocket of the pump. Also, water was leaking out of the tubing from the bag that goes around the rotor. All of this resulted in a flow error signal. It appeared that the leaking occurs after they use the flush feature of the pump. There was no patient injury. This report is regarding product code 773662, epump feed and 1000mlflush set, with lot number 2100210964. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported failure. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Lot and failure mode trending was reviewed and no related adverse trends were identified. One (1) used sample was returned for evaluation. Visual inspection identified no physical damage on the feeding bags or tubings sets. Functional evaluation performed via an underwater leak test and a leak was not identified. The reported device failure was not confirmed. Additional action will not be taken at this time. Current process controls are run in accordance with product specifications to meet quality acceptance criteria. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the tubing from the bag of the feeding set was leaking water into the valve-pocket of the pump. Also, water was leaking out of the tubing from the bag that goes around the rotor. All of this resulted in a flow error signal. It appeared that the leaking occurs after they use the flush feature of the pump. There was no patient injury.

Manufacturer narrative:
Section b5 has been updated to include additional information provided by the customer on (B)(6) 2021. Section b5 has been updated to include corrected information provided by the customer on (B)(6) 2021. Br.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tubing of the feeding set was leaking into the valve pocket of the pump and also on the tubing that goes around the rotor resulting in a flow error signal on the pump. There was no patient injury.